Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Device evaluation: the actual device was returned for evaluation. During repair, it was determined that the reported condition that the device did not work was not confirmed. Therefore, an assignable root cause for the reported condition was not determined. However, during evaluation, it was determined that the device had a sticky trigger and moving parts did not move smoothly. The assignable root cause resulting from failures identified during evaluation was determined to be traced to maintenance. UDI: (B)(4).

Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the small battery drive device had a worn motor, insufficient/low power, sticky trigger, moving parts did not move smoothly-trigger, component damage and cosmetic damage-worn coupling. It was further determined that the device failed pretest for check power with power test bench, check for sticky triggers and check the attachment coupling. It was noted in the service order that the device that the device did not work. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly